Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer. Caller was able to resume insulin delivery after shutdown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.